Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the carina twice switched off by itself without signal. No injury has been reported.

Manufacturer narrative:
The affected device was analyzed on-site and the logbook was available for a detailed investigation. When checking the device no malfunction could be detected. The analysis of the logbook entries did not show any device error that caused an interruption of the ventilation. Consequently, the reported device behavior could not be confirmed. Since the user reported that the incident occurred at night, it is possible that the night mode was misinterpreted as a device failure. If the carina is not operated and no alarm is displayed while the night mode is set on, the screen light turns off after 130 seconds. As soon as the carina is operated again or an alarm is activated, the screen switches on immediately.